Event description:
The customer reports the display will not boot. There was no reported adverse patient impact.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.